Event description:
Clinical report states the patient was revised due to pain and stiffness. The patient was had persistent pain with hip flexion, impingement of the illiopsoas tendon due to a large femoral head. The radiographic evaluation revealed the cup to be anterverted with 40 angle of inclination. Also noted was a cyst in the 'carnley and de lee zone'. (Right hip).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.